Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, while loading a rocket onto the guide wire the tip came off. The product was not used on the pt. No further info was reported.